Manufacturer narrative:
Zimvie complaint number (B)(4) a4: patient weight: unknown / not provided. D1: brand name: unknown / provided. D4: additional device information: unknown / not provided. G4: premarket identification PMA/510(k) #: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
It was reported that the implant at tooth site #36 was removed due to a fracture of the implant abutment upon the crown. Mobility of the crown was noted upon removal, and the abutment fracture was subsequently confirmed. Abutment placed on(B)(6) 2024 and removed on (B)(6) 2026 no impact on the patient was reported. An additional appointment will be required to complete the procedure. The remaining portion of the fractured abutment must be removed from the implant body at site #36, followed by a new impression and the fabrication of a new prosthetic restoration.